Event description:
It was reported that the patient's device outputs were lowered at the last visit and since that time, there have been less biventricular pacing. The electrogram from today showed t-wave oversensing. It was also reported that there may have been loss of capture on the left ventricular lead, which is manufactured by a competitor. The patient will be brought in for testing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.